Manufacturer narrative:
Based on the medical records provided, the pt was treated for several hernia defects using a composix kugel mesh and ventralex mesh. The attorney's original claim did not mention the ventralex mesh; however, the medical records reference two bard meshes being sewn together and two bard product label stickers (one for a bard ventralex mesh and one for a composix kugel patch) during the procedure on (B)(6) 2004. The composix kugel mesh referenced has been reported to the FDA under (B)(4). Nearly six years post implant, the pt had developed a recurrence and seroma in the right upper quadrant area, which was removed from the gore-tex aspect of the mesh. The mesh is noted to have been trimmed so that any exposed mesh was incorporated into the abdominal wall and all the gore-tex was removed, though there is no pathology report provided. The recurrence repair on (B)(6) 2010 does not refer to the ventralex mesh, but mentions partial explant of the composix mesh. While there is no indication that the bard mesh contributed to the recurrence or seroma, both are listed as possible adverse reactions in the product's instructions for use. Based on the info received, it is unk whether the ventalex mesh contributed to the alleged event. The meshes were said to have been sewn together making it unclear how much of each mesh was affected by the partial explants mentioned in the report. As the ventralex mesh was not mentioned in the original complaint, there was no specific device failure alleged. No samples have been returned. No conclusion can be drawn at this time.

Event description:
Based on a review of medical records provided by pt's attorney: (B)(6) 2004 - right subcostal incisional herniorrhaphy using composix kugel and ventralex mesh. Several hernia defects identified. Meshes overlapped and were sutured together. On (B)(6) 2010 - exploratory laparotomy removal of aspects of foreign body from right upper quadrant and reclosure of mesh. Mesh was trimmed circumferentially. Gore-tex was removed. On (B)(6) 2010 - laparoscopic enterolysis with open repair of recurrent incisional ventral hernia with another manufacturer's mesh, explant of ring only from bard mesh.